Event description:
A malfunction alarm with code malf 9 was reported by the customer, who did not experience any adverse impact to their blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur following the reset. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which the caller understood and acknowledged.